Event description:
It was reported that during a gastrectomy procedure, during the second firing the device stapled but did not cut. The procedure was completed by additional suturing and another like device. There was no adverse consequence to the pt.